Event description:
It was reported that the affected device had performed a restart while used on a patient. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available and analyzed. Based on the log file analysis, the reported event could be confirmed: the log file shows that the device performed a restart of the ventilation unit at 6:51 pm on (B)(6) 2025. Alarm messages such as ¿device failure 3¿, ¿device failure 9¿ and ¿device failure 11¿ were logged in addition. At 6:52 pm, the device was switched to standby mode by the user. A faulty pba m16.2 and a faulty the cf-card were identified as root cause of the device restart. The faulty parts must be replaced to remedy the issue. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. If the ventilation stops, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. If the ventilation unit cannot be successfully reset within the first 8 seconds, a further reset is triggered. After three ineffective restarts, the system automatically switches off with accompanying alarms. The emergency-breathing valve remains open allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified to a detected internal failure; it performed a restart and posted accompanying alarm messages to inform the user about a problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected device had performed a restart while used on a patient. There were no patient health consequences reported.